Event description:
It was reported "during the insertion of the chronic dialysis catheter, a comlication occurred during removal of the peel-away sheath. It required an inappropriate effort to separate peel-away sheath with no success. One blue sheath wing was torn off. Peel-away sheath was very slowly and very carefully cut with scissors and removed. The catheter was not damaged." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the insertion of the chronic dialysis catheter, a complication occurred during removal of the peel-away sheath. It required an inappropriate effort to separate peel-away sheath with no success. One blue sheath wing was torn off. Peel-away sheath was very slowly and very carefully cut with scissors and removed. The catheter was not damaged." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.